Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 23.0cm was returned for analysis. External insulation abrasion was noted at 4.2-4.4cm and 21.7-22.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that rv lead exhibited noise during device check in clinic. A lead-on-can abrasion was observed during procedure. The lead was capped and replaced on (B)(6) 2016. Patient was stable post-procedure.